Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome. As result, the implanted right atrial (ra) lead dislodged. A surgical revision was performed in which the ra lead was extracted to resolve the issue. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.